Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone melted off and fell into the patient leg. The piece was retrieved with the new device. No additional incisions were needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d10,g4,g7,h2,h10 h1 correction: changed to "serious injury" h3 correction: (device not eval provide code) trackwise ID (B)(6). The device was returned for evaluation. A follow up report will be submitted when the investigation is completed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone melted off and fell into the patient leg. The piece was retrieved with the new device. No additional incisions were needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory on 30dec2019 and investigated on 17jan2020. Signs of clinical use and evidence of blood were observed . Tissue and charred material was observed on the jaws. There was no indication of burn on the silicone portion of the jaws. A visual inspection device was conducted. The insulation on the cold jaw was torn slightly from the tip and it was also torn near the base of cold jaw. The silicone insulation was only torn, but remained attached to the cold jaw. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint for "peeled jaw" was confirmed and the reported complaint for "thermal decomposition of device" was not confirmed. Based on the condition of the device as found, the analyzed failure ¿material bent/twisted was confirmed. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone melted off and fell into the patient leg. The piece was retrieved with the new device. No additional incisions were needed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.